Event description:
I had an intraoperative femur fracture from the smith and nephew synergy femoral component cementless stem. My primary hip replacement surgery was complicated by a fracture at the mid plane of the femur. My surgeon was orthopedic specialist dr. (B)(6), with 31 years an expert in hip and knee replacement. At the time of my hip surgery, three smith and nephew sales representatives were present as general comment. They first-hand witnessed the adverse event, however failed to report it to FDA (food and drug administration). At the time of my surgery, I was a full time journeyman meat merchandiser for giant foods. I was not an elderly person, I was 59 years old, I did not have soft bones nor did not have any of the bone disease that causes soft bone. The intraoperative femur fracture to my femur did not heal properly in a malunion causing the femoral component and acetabular became subsidence, loose and dislocated required revision surgery. After retrieving the surgery operative report implant log, it was discovered that smith and nephew synergy femoral component did not have a serial number and no lot number, making it difficult for attorneys. They did not so much as gave me an implant ID card, dr. (B)(6) did not make any mistakes. I think if anything! By the time dr. (B)(6) realized that the synergy femoral component was an adulterate medical device, the surgery was already in progress. They did not want anyone to have the lot number and serial number to prevent a recall and a multi-district litigation. This a motion for discovery under fraudulent concealment plus altering and falsifying my medical record. The (B)(6) statue repose is 12 years, I have two more years to bring this case to court jury trial.

Event description:
Additional information received from reporter on 12/21/2023 for report mw5149179. Good morning, pursuant to complaint number (B)(4) please make note attached and let be made part of the record. The smith and nephew synergy component and cementless stem was said to be compatible with parts accessories with three other medical device manufactures. However, when droplet trent mix and match the synergy component with accessories from stryker medical device manufacture, the surgery was then complicated by a intraoperative femur fracture because of the way the part smith and nephew synergy component mismatch or mix and match the adverse event was associated with how the medical device instrument design, that explains why there where three smith and nephew sales rep present during my hip replacement surgery as general comment. The medical device in my surgery became off label. Which explains why it did not have a lot number nor serial number unknown and unidentified medical device, a single centered experience therefore the off label mix match medical device was not reported or evaluated. Thank you, goodbye.